Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. No over delivery anomaly or under delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device had intermittent button response on the act button due to flattened dome switch (no crease). No button error alarm noted. During visual inspection, the j2 keypad connector on the lcd was found locked properly. Device uploaded properly using carelink. Device had broken battery tube threads, cracked display window, cracked case at display window corner, cracked case at the reservoir tube window corner, cracked reservoir tube window and partially broken off reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to hypoglycemia. The customer's blood glucose level at the time of the incident was 39 mg/dl. The customer was treated with food and glucose tablets. The customer experienced symptoms such as sweating. The customer stated that they accidentally delivered too much insulin and now they had low blood glucose. The insulin pump was chipped at the side of the battery. The customer had been using insulin, pump, system within 48 hours of reported low blood glucose event. The insulin pump will be returned for analysis.